Manufacturer narrative:
This incident has occurred during surgery, formation of bubbles during surgery might lead to patient harm. Hence this complaint is concluded as reportable. This is reportable because of the bubble issue while using vitrectome. Performance varies in- and out-of-specification. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer. Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. All available information has been provided.

Event description:
A report has been received from (B)(6) reporting several problems. The irrigation tubing was completely clamped. They replace the pack. The following problem occurred several times with the same pack. Bubbles with the vitrectome and infusion line. There is no sample as it was discarded. Information suggests that the event occurred during surgery and there is no information that the patient was harmed.